Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's right hip was revised due to pain, instability, suspected loosening of the shell, and altr. Intra-operatively, corrosion on the trunnion and bone loss superiorly due to confirmed shell loosening were observed. No black tissue or trunnion wear were observed in the patient. The 56e shell, 36mm 0° x3 liner, and 36 +0 lfit v40 head were revised to stryker devices. The stem was noted well-fixed and well-positioned, the surgeon decided to clean off the trunnion and not revise the stem.